Event description:
On (B)(6) 2025, the user reported frequent low blood glucose (bg) events while using the ilet, with a lowest blood glucose (bg) of 56 mg/dl. The user attributed the issue to high meal boluses, despite completing multiple factory resets. Reports showed the user announced more than 50% of breakfast and lunch meals as ¿less than,¿ likely affecting dosing. The low bg was corrected with 2 teaspoons of sugar. The user's reported symptoms included shakiness, lightheadedness, and palpitations. The user decided to take a break from the ilet and revert to their previous pump until further discussion with their healthcare provider. No outside assistance or medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.